Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a safety mechanism slipping off the infusion set needle is confirmed. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation showed light use residues on the infusion set, and the safety was returned detached from the rest of the device. A microscopic observation revealed scoring marks on the distal end of the needle shaft where the bend in the needle occurs that correspond to the safety being pulled off of the needle. The angle of the huber needle was measured using the keyence to be approximately 7.7 degrees, while it should be approximately 14 degrees, as verified by comparison with a similar, non-complainant device. The complaint of the safety coming off of the infusion set is confirmed. Based on the observations of the returned device, a likely cause is excessive force on the safety mechanism past the needle tip, which would result in longitudinally aligned marks on the needle where it bends, and a smaller angle near the distal tip of the needle where it may be deformed from the safety sliding past it.

Event description:
It was reported that when removing the safestep huber needle set from the port body, the needle slipped off and the safety mechanism didn't work. There was no reported patient injury.

Event description:
It was reported that when removing the safestep huber needle set from the port body, the needle slipped off and the safety mechanism didn't work. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.